Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that the pump casing is damaged. Customer declined assistance from tandem technical support regarding the issue. There was no reported adverse impact to the customer's blood glucose level.